Manufacturer narrative:
The customer's meter and test strips were requested for investigation and replacement product was sent to the customer. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Initial reporter occupation - the occupation is patient/consumer.

Event description:
The initial reporter stated they received discrepant results for one patient tested with coaguchek xs meter serial number (B)(4). The date of the event is not known. The reporter stated the event occurred either on (B)(6) 2021. A sample from the patient was tested using the meter and the result was either 6.87 inr or 6.8 inr. Within 2 hours of meter testing, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 5.12 inr. When checking the meter's patient result memory, the following values were measured on (B)(6) 2021: a value of 6.8 inr was measured at 12:24 p.m. And a value of 6.2 inr was measured at 12:27 p.m.. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is weekly.